Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 70% stenosed lesion was located in the moderately calcified distal left anterior descending artery. A 1.5x20mm maverick2 monorail balloon catheter did not inflate and the physician removed the device and found the balloon had burst. The balloon was removed intact. The procedure was completed with another maverick balloon same size. The patient status is good with no complications reported.